Manufacturer narrative:
Pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked j2 connector on lcd board. No button error alarm during testing. Unable to confirm unexpected battery out limit alarm and unable to perform any test due to buttons unresponsive. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The esc button was not responsive. The insulin pump alarmed battery out limit during normal use. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.